Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed that the guidewire was bent and detached at distal tip. Based on analysis of the returned product, the reported allegation can be confirmed, since the detached tip was found during the visual test.

Event description:
It was reported that device fracture occurred, requiring snare for removal. The target lesion was located in the vessel of the liver. A 200cm x 10cm fathom -14 guidewire was selected for transhepatic arterial chemoembolization (tac). However, during the procedure, it was found that part of the guidewire was fractured inside the patient. The fractured part was removed with a snare, and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Event description:
It was reported that device fracture occurred, requiring snare for removal. The target lesion was located in the vessel of the liver. A 200cm x 10cm fathom -14 guidewire was selected for transhepatic arterial chemoembolization (tac). However, during the procedure, it was found that part of the guidewire was fractured inside the patient. The fractured part was removed with a snare, and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
(B)(6).